Event description:
It was reported the motor drive unit was not working, it was not functioning when tested. Incident occurred before the procedure; therefore, there was no patient involvement. . Results of investigation have concluded that this unit displayed a blade stall error which makes it a reportable event.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The housing and the gearbox were removed from the motor. The gearbox was found to be jammed. The complaint was confirmed and the root cause has been determined to be corrosion of the motor and gearbox assembly. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.